Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches.insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent¿s reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose level was 388 mg/dl at time of incident and 300 mg/dl at time of admitted into the hospital. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the not any more sent them to hospital as was vomiting and dizzy had large ketones is why went to hospital. Customer did allege insulin pump was under delivering. Customer treated with insulin pump and intravenous. Customer reports insulin exited. Customer was declined troubleshooting for the first set when they removed and cannula was bent. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.